Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. Three non-bsc wires were attempted to cross the lesion but failed. After crossing the wire, a 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, soon after initial inflation, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.